Event description:
It was reported that the ilet bionic pancreas generated alert 38 for consecutive stalled motor during a supply change, after which the user restarted the device, removed all supplies, completed a successful dry run, and then completed a successful supply change using new supplies; the reported glucose was 318 mg/dl at call start and decreased to 278 mg/dl by call end. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the device operation consistent with a stalled motor condition. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.